Event description:
The facility reports the caregiver cranked the seat up about 95%. A "pop" was heard and the pt went back down into the water but managed to stay in the seat. No injuries were reported.